Event description:
(B)(4). Migraine headaches, heavy bleeding, stabbing pain, twisting pain, chest pain, brain fogginess, memory loss.

Event description:
#Medwatcher #followup1 #fdamw5037509 #(B)(4) I have since had to have a hysterectomy due to essure for removal.